Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting tool was connected but did not work, a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cutting tool was connected but did not work, a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned on 07/02/2019 and investigated on 10/04/2019. A visual inspection was conducted. Signs of clinical use with traces of blood were observed on the tool jaws. The heater wire on the hot jaw was observed to be slightly flexed but remained attached to the base and tip. The silicone insulation appeared intact. The device was evaluated for electrical function. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations. An engineering evaluation was performed. The flex shaft above the tool jaws was stripped off with its black insulation to inspect the internal wires connected to the heater wire of the hot jaw. It was observed that the wires were intact and securely soldered to the jaws. The tool handle was then opened to inspect the internal circuitry and switch and toggle. It was observed that one of the wires was detached from the internal switch. A continuity test was performed by attaching the wire to the switch. The device passed the continuity test. Then the wire was again detached as it was found to simulate the failure. The device did not activate at all. Based on the returned condition of the device and the evaluation results, the reported failure "failure to deliver energy" was confirmed due to a manufacturing issue where one of the wires was detached from the internal switch., causing the device not to deliver energy. The analyzed failure "material twisted /bent; wire" was also confirmed. The DHR was reviewed. There was no non-conformance reported. The device lot passed all tests and requirements. Awareness re-training on switch, fuse and bulkhead connector weld was conducted in order to address this issue. Specific actions for the analyzed failure mode "material twisted/bent; wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.